Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient experienced a sensor failure during sensor startup period. Wire was present but laying flat against adhesive and had not inserted into the skin.